Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, e1, g2, h4, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "rupture" confirmed via CT scan. Later healthcare professional reported "lower lobe interstitial edema" and "superior segment lower lobe simple parenchymal cyst". This record is for the right side. Device was explanted and it was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Patient reported "rupture" confirmed via CT scan. Later healthcare professional reported "lower lobe interstitial edema" and "superior segment lower lobe simple parenchymal cyst". This record is for the right side. Device was explanted and it is available for return.